Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at display window corners, and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump does not vibrate when there is no more insulin. The patient's blood glucose at the time of incident was 5 mmol/l. The customer confirmed that vibrate mode is on and that the pump battery is not low. The self test was performed on the pump and the pump failed to vibrate. The customer was advised to revert to their back-up plan per health care provider's instructions. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.